Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since an investigation could not be performed, bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production.

Event description:
Material no. 382623, batch no. 9085503. It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter the catheter separated and the patient had to go to urgent care center to have the remaining piece removed. The catheter did not separate, it actually almost became stuck and when tech would try to remove there was some resistance. The following information was provided by the initial reporter: the catheter separated and the patient had to go to our urgent care center to have the remaining piece removed. The catheter did not separate, it actually almost became stuck and when tech would try to remove there was some resistance.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no.: 382623 batch no.: 9085503. It was reported that during use of the bd insyte autoguard bc shielded IV catheter the catheter separated and the patient had to go to urgent care center to have the remaining piece removed. The catheter did not separate, it actually almost became stuck and when tech would try to remove there was some resistance. The following information was provided by the initial reporter: the catheter separated and the patient had to go to our urgent care center to have the remaining piece removed. The catheter did not separate, it actually almost became stuck and when tech would try to remove there was some resistance.